Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that two years following the implant of this transcatheter pulmonary bioprosthetic valve, there was recurrent obstruction and valve deterioration with stenosis and elevated right ventricle (rv) pressure. A second valve was successfully implanted valve-in-valve. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.